Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I es (tropi es) result was obtained from a single patient sample using vitros troponin I es reagent lot 5820 on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. Based on historical quality control results, a vitros tropi es lot 5820 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 5820. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5820 at, or below the url concentration of (B)(6) ng/ml (ug/l) cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. As vitros tropi es within run precision testing results from the vitros 5600 integrated system were not within ortho acceptable guidelines, an instrument issue cannot be ruled out as a contributing factor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. According to e-connectivity data and a statement from the customer, the initial patient sample that produced the non-reproducible, higher than expected vitros tropi es result was hemolyzed. Therefore, a sample related issue cannot be ruled out as a contributor of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I es (tropi es) result was obtained from a single patient sample using vitros troponin I es reagent lot 5820 on a vitros 5600 integrated system. Patient sample result of (B)(6) ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. Based on the reported result, additional lab tests including pt/ptt, tsh, mg, d-dimer, EKG, and dat testing were ordered for the patient. However, no treatment was initiated, altered or stopped based on the reported result and a corrected report was issued for the patient. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).